Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) was confirmed. As received, the charger was unable to charge a battery. Upon evaluation, the u13 8-bit cmos flash micro-controller on the bedside board was corrupted. The cause of the failure is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the shorted component.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was unable to charge a battery.